Event description:
It was reported that this pacemaker was having difficulty being interrogated by a programmer. This pacemaker was reported to have been implanted in china and when using the necessary usb key it could not be interrogated. Technical services (ts) was contacted and recommended possible troubleshooting options. This pacemaker was subsequently explanted due to normal battery depletion after 12 years implanted and successfully replaced. No adverse patient effects were reported.